Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had lost stimulation after being intimate for the first time after the neurostimulator was implanted. The patient stated that they could not feel stimulation had return of pain, and that they were having trouble sleeping due to the pain. No additional symptoms, and no additional complications were reported for this event.